Manufacturer narrative:
Additional information (10jul2023): the cse changed the control temperature reaction bath, changed the temperature probe, and changed the control filter. System was fully operational upon departure. The instrument is performing according to specifications. No further evaluation of this device is required. Initial MDR 2432235-2023-00208 was filed on 10jul2023.

Manufacturer narrative:
An outside of united state (ous) customer reported that discordant valproic acid and lipase patient results (4 patients) were obtained on an atellica ch 930 sn: (B)(6), instrument. The customer contacted the siemens customer care center (ccc) and a siemens customer service engineer (cse) was dispatched to the customer's site and inspected the instrument. Quality controls (qc) were not in range at the time of testing. There was a temperature measurement error for the reaction ring bath thermal control thermistor. Siemens is investigating the issue.

Event description:
Discordant valproic acid and lipase patient results (4 patients) were obtained on an atellica ch 930 sn: (B)(6), instrument. The initial results were reported to the physician(s). The same samples were repeated on an alternative atellica ch 930 instrument. The repeated results were reported, as the correct results, to the physician(s). There were no known reports of patient intervention or adverse health consequence due to this event.